Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. Removed functioning inverter board from the front panel at the completion of the investigation. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report blank screen on the liberty cycler. Screen was blank during power up; rebooted cycler, ok and stop keys lit up but the screen remained blank; the reported issue is not a result of the supplies; patient is doing manuals from (B)(6) 2023 to present; patient is going to the clinic today to pick up more manuals, the iq drive and the modem. The fresenius technical support representative issued a replacement cycler and advised the patient to discontinue using the machine. There was no patient harm or adverse event, and no medical intervention was required. Upon follow up, it was confirmed that no patient serious injuries were experienced, and no medical intervention was required. The patient was able to complete treatment manually on the day of the reported event. The replacement cycler has been received and the old one was returned as scheduled. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.